Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device for an unrelated issue. Upon evaluating the device, stryker observed the device not completing the initial boot-cycle. Stryker determined the system control board was the cause of the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Technician replaced the system pcba to repair device. Device passed performance inspection procedure and was returned to the customer for use. Pac found that the sbc(single board computer) y1 is malfunctioning and not outputting the proper 25mhz signal, sometimes drops out completely and this condition stops the boot-up cycle. Root cause is faulty y1 on sbc.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.